Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The lesion was located in the left anterior descending (lad) coronary artery. The shaft of the maverick2 monorail broke while crossing the lesion. No patient injuries or complications were reported. Patient status is reported as "good". Additional information has been requested for this event.